Event description:
As reported on (B)(6) 2014, a patient of unk age and gender presented for an unk procedure. During the procedure, it was reported the tip of the guidewire detached from the guidewire inside of the patient. The fractured piece was successfully removed from the patient. It was reported that the patient suffered no permanent harm or injury due to the event. It was reported the device is available for return to the MFR for eval.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the MFR for eval. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.